Manufacturer narrative:
The vessel proximal to the target aneurysm was heavily tortuous, and the fusiform aneurysm sac measured 11mm. A cd copy of the procedure is no available. Additional information will be provided upon receipt. Concomitant medical products: 6french guiding catheter, excelsior 1018 and prowler select plus microcatheters. Lr packaging l/n# 01427407: no product will be returned. Lake region did review the device history records relative to the manufacturing, inspecting and packaging of lot 01427407. The device history record review also included a review of the certificate of conformance received from (B)(4), along with the lake region medical's internal receiving inspection records for the stents issues to this complaint lot. The history records indicate this product was final inspected tested at lake region medical and was determined acceptable. Lake region had no corrective action specific to the product mentioned above. No product was returned to lake region medical for evaluation. The exact cause for this incident cannot be determined from the information provided. The records indicate that the product met specifications prior to shipment. Inaccurate placement is a known potential adverse event associated with the implantation of cerebral stents and is listed in the IFU as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported event. Arterial rupture is a known potential adverse event associated with all invasive arterial vascular procedures and is listed in the ifus as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported event. This is one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00440 and 1058196-2011-00441.

Event description:
The procedure was coil embolization assisted with an enterprise vrd (enc452212 /01427407) of an aneurysm in the right internal carotid posterior communicating artery, and the information indicated that when the enterprise vrd protruded into the aneurysm, the physician considered that the aneurysm was ruptured. However, cag revealed that the actual site of the hemorrhage was around m1-m2 junction and the aneurysm was not ruptured. The physician therefore resumed the coil embolization. The patient's condition is unknown. In addition to the enterprise, the following products were possibly implicated with the event radifocus gt/ terumo, chikai/ asahi intecc, prowler select plus microcatheter (catalogue and lot unknown), excelsior 1018/ boston scientific, and balloon: hyperglide ev3. Prior to the event, a 6french guiding catheter (shuttlesheath/cook inc) was inserted, followed by a microcatheter (excelsior 1018/ boston scientific) was inserted in the target aneurysm. A microcatheter (prowler select plus) was placed distal to the target aneurysm, and a balloon (hyperglide/ev3) was placed at the junction of the internal carotid artery to assist the prowler select plus. However, when deploying the enterprise vrd, about halfway through deployment, the enterprise vrd/stent protruded into the target aneurysm. The enterprise vrd/stent was re-captured, and the enterprise system was removed as a unit with the prowler select plus microcatheter. Afterward, the procedure was continued. No further patient complications was reported. During deployment of the enterprise stent, the microcatheter was retracted to expose the vrd/stent, and no resistance was noted when retracting the microcatheter to deploy the vrd/stent. Constant fluoroscopy was performed at all times during deployment, and no issues/damages were noticed on the microcatheter that may have contributed to the event.